Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure for a chronic total occlusion (cto). Reportedly, the black distal sheath portion of the prostyle device broke off in the right common femoral artery during advancement of the device in the artery. A vascular surgeon was called in to perform cut down surgery to remove the separated portion of the device. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.